Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support requesting to reset the ilet due to concern about mealtime dosing and meal announcements, and education was provided on how meal announcements work and the importance of the system learning individualized eating patterns. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities or need for medical attention. Investigation included technical support review and user education. Investigation of this case revealed normal device performance with dosing behavior consistent with system design and user training opportunity identified. It was concluded that the device operated as intended and the event was attributable to use-related misunderstanding, which was addressed through troubleshooting and education.